Manufacturer narrative:
Patient age/date of birth and weight are unknown. The malunion occurred on an unknown date in 2018. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision surgery due to malunion. Two (2) speed compression implants were originally implanted on (B)(6) 2018. Devices were removed and revised with a plate and screws. There was no surgical delay and the procedure was successfully completed. This is report 2 of 2 for (B)(4).